Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.